Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the cover needing repair. The keyboard case hinges were broken. (B)(4): analysis confirmed the customer comment regarding the device interrogation. It was found that the cable was out of specification, electrically and the magnet was broken.

Event description:
It was reported that on occasion, it is not possible to "link up" with a patient. The cover also needs repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report conclusion. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the cover needing repair. The keyboard case hinges were broken. (B)(4): analysis confirmed the customer comment regarding the device interrogation. It was found that the cable was out of specification, electrically and the magnet was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.